Event description:
A distributor in france reported that a customer experienced a cracked and shattered touchscreen on their pump, rendering the screen broken and black, and the touchscreen unresponsive, even though the pump was able to start, charge, and be recognized by a computer. Blood glucose value was reported as 100mg/dl, which is within the normal range. The device is being returned, with an expected return date provided, and a replacement pump was assigned. No additional information was received regarding the outcome of the event.